Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. Gambro does not regard the submission of this report as an admission of liability.

Event description:
The customer complains about blood leak during treatment. Our clinical specialist went to the customer and didn't find operational problems. There was insignificant blood loss. No medical intervention was needed. No serious injury.